Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd vacutainer® serum blood collection tubes had poor barrier separation of the sample. The following information was provided by the initial reporter: "material no. 367814, batch no. 0087034. It was reported that blood didn't properly separate. Per email: I am not sure if I am contacting the right people. We recently used the 5 ml (ref: 367815, lot: 0086408, exp: 10/31/2021) and 6 ml (ref: ref 367815, lot 0086408, exp: 08/31/2021) bd vacutainer serum blood collection tubes. The bloods were allowed to clot at room temperature for 30-60 minutes (until fully clotted) and then placed in the centrifuge and spun at 1300 g for 10 minutes. The problem we had was the blood didn¿t properly separate. It had to be fully respun 1-2 times before it would separate. I was wondering if you have any suggestions as to why this happened."

Event description:
It was reported that bd vacutainer® serum blood collection tubes had poor barrier separation of the sample. The following information was provided by the initial reporter: "material no. (B)(4) batch no. 0087034 it was reported that blood didn't properly separate. Per email: we recently used the 5 ml (ref (B)(4), lot 0087034, exp 10/31/2021) and 6 ml (ref (B)(4), lot 0086408, exp 08/31/2021) bd vacutainer serum blood collection tubes. The bloods were allowed to clot at room temperature for 30-60 minutes (until fully clotted) and then placed in the centrifuge and spun at 1300 g for 10 minutes. The problem we had was the blood didn¿t properly separate. It had to be fully respun 1-2 times before it would separate."

Manufacturer narrative:
The following field was updated due to corrected information: b.5. Describe event or problem: it was reported that bd vacutainer® serum blood collection tubes had poor barrier separation of the sample. The following information was provided by the initial reporter: "material no. 367814 batch no. 0087034 it was reported that blood didn't properly separate. Per email: we recently used the 5 ml (ref (B)(4), lot 0087034, exp 10/31/2021) and 6 ml (ref (B)(4), lot 0086408, exp 08/31/2021) bd vacutainer serum blood collection tubes. The bloods were allowed to clot at room temperature for 30-60 minutes (until fully clotted) and then placed in the centrifuge and spun at 1300 g for 10 minutes. The problem we had was the blood didn¿t properly separate. It had to be fully respun 1-2 times before it would separate." H.6. Investigation: bd had not received samples or photos for investigation. Therefore, retention samples from bd inventory were inspected with no defects identified. The complaint information indicates the samples were allowed to clot between 30 and 60 minutes. The bd serum tube should have 5 gentle and complete inversions to allow the clot activator to facilitate clotting. In addition, the tube should be filled to the appropriate volume. The instruction for use (IFU) for this tube type (serum) indicates that the minimum time recommendations for serum tubes is 60 minutes. Recommended times are based upon an intact clotting process. In addition, the customer indicated the sample type was canine. At this time, we do not at this time have the capability for veterinary clinical investigations. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.